Manufacturer narrative:
Findings:pump powered up after battery installation. No blank display noted however, pump received with full segment display due to faulty on the interface board. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, or verify program anomaly alarm due to full segment display. No unexpected audio/beeping alarms noted .pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 92 mg/dl. The customer was explained the alarm and possible causes. Customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to removed battery for 10 minutes and clean battery cap contact. Customer advised to insert new battery after 10 minutes and display did not return. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. Customer stated that he can't complete troubleshooting for audio/beef anomaly and program alarm anomaly due to blank display.